Event description:
It was reported that the surgeon implanted the synfix implant and screws and decided to move the implant. Upon moving, the surgeon experienced trouble removing one screw and the tip of the screwdriver broke off in the head of the screw. The screw and the implant was removed. Another was selected and the procedure completed. Approximately 45 minutes was added to the procedure. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. PMA 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Product development review reports the sample was returned with the screw tightened deeply into the plate and the tip of the screwdriver broke due to excessive force applied. Mfg and material show conformity to the specification. A review of the device history record did not show conditions that could have contributed to the reported event.